Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days following implant, the patient was seen for an urgent care visit due to concern of an infection at the implant site of the crt-d. It was noted there was a small pocket of discharge at the site of chest tube insertion. The patient was instructed to see the surgeon. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.